Manufacturer narrative:
Device was discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the knife tip broke off in the patient's bone. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical intervention.